Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 1 of 4 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a healthcare professional (hcp) reported that they received an urgent medical device recall letter. There was no report of adverse heath impact and any self or third-party medical treatment. Adc customer service was able to reach the hcp, who confirmed the serial number of the adc device in question and ordered a replacement. Based on the information provided, there was no report of serious injury associated with this event.